Event description:
A malfunction on the pump was reported by the customer, who noted no notable events prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer experienced the malfunction multiple times and reported a malfunction code. Customer had already received a new pump. The customer planned to use multiple daily injections and a new backup insulin pump to ensure uninterrupted insulin delivery.